Event description:
It was reported that when using the bd pyxis¿ medflex 2000, the item transaction failed to appear on facility report. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item transaction did not appear on the facility report. A technical support specialist (tss) consulted tier 2 support to review key logs, which showed that the user had initiated the issue transaction but closed the drawer at the countback screen before completing the process. It was also identified that a potential contributing factor was an error indicating that the cubie failed to open, suggesting that the drawer may not have opened fully or that the cubie was experiencing a malfunction. The system functioned as intended after technical support specialist investigated the issue.